Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that his blood glucose levels had not been stable, having fluctuated up and down between 199 mg/dl to 255 mg/dl. He treated with a manual injection. He stated that the insulin pump was not working for him and that he would disconnect and speak with his doctor the day after. He also noted that he wanted to stop using the insulin pump now and declined troubleshooting. No alarms were observed. Advised customer to change the entire infusion and reservoir set and to monitor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.